Event description:
It was reported from (B)(6) that attachment device did not function. According to the report, the device did not keep the burr device locked and therefore could not be used. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had seized, jammed and was heavy moving. It was further observed that the coupling was running rough. Therefore, the reported condition was confirmed. It was determined that this was caused by improper handling. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.